Event description:
A patient presented with left curved scoliosis and rotational anatomy with some fusion due to prior surgery. Clamp was placed on t10 (prior to spin). The surgeon put a rotating adaptor on with a patient marker towards the head. The surgeon was navigating screws. The pa stated that his line of sight seemed off. At the same time, the surgeon stated his visualization appeared accurate. The distributor noticed the screw was not in line with the saved trajectory. The surgeon and pa took turns looking at the patient, and then looking away one by one. Post-op x-rays indicated all screws were safely placed with no harm to the patient. It was concluded that this phenomenon may happen under a combination of extreme conditions, combining angle of headset camera relative to the markers, distance from markers and position of the markers related to the camera's fov. A slight change in the angle of that headset, eliminated this phenomenon. As this event may have led to inaccurate screw positioning and serious injury it was decided to report this case.